Event description:
It was reported that no audio output occurred. The patient's son reported that the patient had a hypoglycemic event and lost consciousness. The patient´s son called an ambulance. It was reported during this time the cgm had not provided an audio or vibration alert. The paramedics arrived and the patient was treated with IV glucose. At the time of the report the patient was sleeping. There were no bg nor cgm values reported for this event. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.